Event description:
It was initially reported that a vns pt was to be re-implanted with vns therapy due to unk reason. Clinic notes dated (B)(6) 2010 were further received by the MFR which indicated the pt experienced an increase in seizure frequency. Following notes from (B)(6) 2010 and (B)(6) 2010 further indicated, the pt experienced status epilepticus. Interventions planned at this point were to replace the pt's generator. Add'l info was received from the treating nurse indicating the pt's device was programmed off by previous treating neurologist per mother's request as she indicated the vns was not helping the pt. The pt's previous neuro did believe vns was working but programmed off the pt per mother's request. The pt was transferred to the office of the current treating neurologist in (B)(6) and in (B)(6), the pt's vns was to be programmed on. Moreover, the nurse indicated, the vns was unable to be interrogated and believed it to be at eos. The nurse's programming system (the one used on pt) was working well as she was able to successfully interrogated other vns pts. Furthermore, the treating nurse indicated, the cause of the increase in seizures was unk as well as pre-vns baseline. At the moment, the pt is pending a surgery date for replacement of the generator as it had been helping the pt.